Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure for closure performed on (B)(6) 2025. During the procedure, the physician and technician attempted deployment; however, the clip did not release from the catheter and was manually removed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: the resolution 360 ultra clip was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed the control wire was kinked. No other problems with the device were noted from the photo. The reported event of "clip failure to release from catheter" and "handle break were not confirmed. Upon media analysis, it was found that control wire was kinked, it is possible that the failures found in the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Based on all gathered information, the most probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure for closure performed on (B)(6) 2025. During the procedure, the physician and technician attempted deployment; however, the clip did not release from the catheter and was manually removed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.